Manufacturer narrative:
The facility states that their investigation found there was no problem found with the karl storz light cables or light sources used in the procedure, and that they concluded the cause of the patient burns was user error. Our IFU warns against attaching light cables to the patient or drape. The light cable was not returned for evaluation.

Event description:
Allegedly, during a breast procedure, two retractors with light cables attached were used; the doctor laid the retractors with light cables on the patient's chest, which caused second degree burns to the patient. Hospital considers the cause was user error and found no fault with the light cables or the light sources.